Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited an undersensing issue, while the right ventricular (rv) lead exhibited phrenic stimulation during pacing. The ra and rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.